Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat two heavily calcified, short tandem lesions in the anterior tibial artery. Using a contralateral approach, the armada 14 balloon catheter was easily advanced to the lesion over a pilot guide wire. When the armada was pressurized for the first time, the device was losing pressure and it was noted that the balloon had a pinhole rupture. The armada was removed without resistance and a new armada 14 was used to complete the procedure successfully. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the inflation lumen and in the balloon, consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, consistent with being inflated. During functional testing, the reported leak was confirmed. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a pinhole in the middle portion of the balloon. There was a scratch in the balloon 2 millimeters distal to the pinhole. There was no other damage noted to the balloon catheter. The scratch noted on the returned balloon near the rupture site suggests mechanical damage to the outer surface of the balloon. In this case, the lesion site was described as heavily calcified. It is likely that interaction with the lesion calcification damaged the balloon material. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.